Manufacturer narrative:
The cause for the discordant advia centaur xp ca19-9 results with the alternate methods is unknown. Siemens healthcare diagnostics has requested additional information regarding the patient. Based on calibration and qc data, the instrument is performing within specifications. The interpretation of results section of the instructions for states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The IFU states in the limitations section: "warning do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay specific values to evaluate quality control results."

Event description:
Customer observed an elevated advia centaur xp ca 19-9 result that was not consistent with results from two alternate methods. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp ca 19-9 result.

Manufacturer narrative:
Siemens filed MDR 1219913-2016-00168 on september 23, 2016 regarding an elevated advia centaur xp ca 19-9 result that was not consistent with results from two alternate methods. October 27, 2016 - additional information siemens requested additional information regarding the patient and asked if the sample was available for additional testing. The only additional information that was received was the result of the testing with advia centaur ca 19-9 reagent lot 382 was 184 u/l which is similar to the result of 181.23 u/l obtained with reagent lot 80293380. The sample is not available for additional testing. The cause for the discordant advia centaur xp ca19-9 results with the alternate methods is unknown. Based on calibration and qc data, the instrument is performing within specifications.